Event description:
It was reported that the patient presented to the emergency room because the device was beeping. The device was interrogated and it was found that an electrical reset had occurred. No parameter changes were noted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that a power on reset had occurred for critical ram parity error, addr=0d8d, data=80, on (B)(4) 2011 and caused a patient alert for device circuit error on (B)(4) 2011.